Event description:
It was reported that the customer received a rf pic failed self test alarm. The customer's blood glucose level was 178 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump was received with a64 alarm during self test and no rf communication due to faulty y1 on rf board. Unit had cracked display window corner and cracked reservoir tube lip. (B)(4).